Event description:
Customer reports back to back testing on the same meter, while using the aviva system with results of: 532 mg/dl to 196 mg/dl; 532mg/dl to 185mg/dl; 532mg/dl to 194mg/dl. Quality controls were expired. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.